Event description:
The customer stated, he was treated by the paramedics for low blood glucose. The blood glucose reading during the call was 269 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.